Manufacturer narrative:
Mfg site eval: samples received: 36 unopened racepacks. There is one previous complaints of this code batch regarding thread broken. There are no units OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: thread broke and needle detachment during surgery.